Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon receipt the rear therapy electrode cables were pulled from the distribution node. All wires were severed. The cause for the severed wires cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the damaged wires. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he is receiving constant check therapy electrode pad messages. The pt was issued a replacement electrode belt.